Event description:
[Safety_note] subject ID: (B)(6). This event is associated with the glow clinical trial. It was reported that a 33 year-old female patient underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2018. During the 7 year follow-up visit the patient reported an explant surgery. At this time, mentor has received very limited information regarding this event. Should more information become available, this note will be updated and case reassessed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: insufficient information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 23, 2025, on (B)(6) 2023, she presented with breast pain, which required medical device removal on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturer's reference number: (B)(4).